Event description:
Manufacturer's ref #:(B)(4); (B)(4).

Manufacturer narrative:
It was reported that pressure regulation was not met when attempting to switch to automatic mode in pressure regulated volume controlled ventilation mode. The anesthesia workstation was ultimately switched to another controlled ventilation mode without issues. Further information has been requested from the user facility regarding the event but no more information has been received. We have no information about replaced parts or how the reported failure was solved. No device logs have been received. As a result of lack of information we are unable to provide, determine or confirm the cause for the reported event.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment with the anesthesia workstation the pressure regulation was not met. There was no patient harm. (B)(4).